Event description:
Device service required prompt. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 450p passed ¿out qat¿ from heartsine technologies on the 5th september 2017. Upon receipt, the device was issuing, ¿warning, device service required¿ prompts as per the reported fault. Further investigation revealed that the negative leg of the coin cell had broken off from the solder joint of the pcba, which had removed the coin cell from circuit. Information from the history log showed that the rtc faults occurred after the 25th november 2018, indicating that the coin cell had become detached after this date. Due to the nature of how the negative leg had broken off the component, i.e. -ve solder joint still intact, the damage had likely occurred due to an impact as evidenced by the displacement of a rubber foot from the lower-case and scratches near the speaker housing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device service required prompt.there was no patient involved in this event.